Event description:
The right internal jugular vein was accessed using a percutaneous approach. A 8-french single lumen catheter easily advanced into the right atrium. The catheter tip was verified to be in the right atrium by fluoroscopy. The initial catheter that was placed appeared to have a crack in the catheter. This issue required replacement. Following the replacement, it was noted to be in proper position. A digital image of the final catheter position was captured. The port was verified, aspirated, and flushed without difficulty. The port was left accessed.